Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), type programmer, patient . Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was questionable if pt's controller was holding any charge. The rep then handed the phone over to pt. The reason for call was pt reported that since last march they've been experiencing trouble with getting their controller to take and hold a charge. Pt stated that their rep, had previously suggested for them to remove the battery and reset their controller when the controller wouldn't turn on, which pt stated works. Agent asked pt to examine the ac power cord and controller for any damages; pt reported that nothing appeared damaged, but they sometimes had a hard time plugging the controller into the ac power supply to charge. It was noted the controller was going blank. Rep mentioned they were charging the rep's loaner controller and they saw 'memory problem,' so it still needed time to charge before being usable. Also, rep had been sitting with pt for half an hour and was able to get the implant restarted with rep's loaner equipment; but pt's recharger wasn't working. Pt stated that their recharger has been having issues connecting with their implant to recharge, and this has been going on for about 6 months now. The rep pointed out that the cord had some wear and tear where the cord connects to the paddle; also mentioned the cord was 'leaning' at the connection site. Pt stated that they had to move the rtm around a lot to charge their implant.